Event description:
A malfunction alarm with the code "malf 9" was reported. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.